Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an pre-procedure of an upgrade to a bi-ventricular pacemaker, the patient presented with low and out of range impedance readings for the right ventricular lead. During implant, the physician placed a left ventricular lead in the right ventricular port and the right ventricular lead placed in the left ventricular port. The patient was stable during and post procedure. All three leads were active and functioning for the biventricular pacemaker.